Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was capped on (B)(6) 2025 due to an unknown issue. The patient condition was unknown.